Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies were found on the save to disk. It was noted on device interrogations from (B)(6) 2015 that implant detect status was off complete. Concomitant medical products: 4068-52 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that four days post device change the patient came to the clinic with episodes of dizziness, pre-syncope, and syncope. Oversensing, high thresholds, and possible pacing inhibition were noted on the right ventricular (rv) lead, and impedance was three times greater than prior to the changeout. It also appeared as if atrial fibrillation (af) was visible on the right ventricular electrogram. Output was increased and the device was reprogrammed to ventricular pacing mode. Four days later in the catheterization lab it was found through interrogation and fluoroscopy that the rv and left ventricular (lv) leads were switched in the header. The leads were placed in the correct positions and remain in use. It was also reported that implant detect was not manually turned off on the device when the atrial lead was capped. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.